Event description:
It was reported that during change of the medication bag, the device registered 6ml but 25ml of medication was left in the bag. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn uso seal and scratched lcd lens. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The device was shown to be overdelivering by 6 percent, and not within the 3 percent of standard deviation. The most probable cause was due to the expulsor foam. As a result, the expulsor, valves, and expulsor foam were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).